Manufacturer narrative:
No complaint was received with the return of the device. A partial lead measuring 12.2 cm of a connector portion was returned in one piece. Failure event observed during analysis. Final analysis found breached insulation degradation at 4.5 cm from the connector portion.

Event description:
This report is to advise of an event observed during analysis.